Manufacturer narrative:
On (B)(6)2020 , it was noticed that code "3191" (no code available) was incorrectly reported to represent ¿surgical intervention¿ under field h6. Patient code of the 3500a initial medwatch report. The code was not required as there was no surgical intervention in this event. The only applicable patient code for this event is 2226 (cardiac tamponade). No new information is available, however, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # pc-000645510.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a left sided atrial tachycardia (l-at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, there was a drop-in the patient¿s blood pressure. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. No bwi product malfunctions were reported. Transseptal puncture was performed with a safesept transseptal needle. There was no evidence of steam pop during the ablation. The irrigation was set at 15ml/min. No error messages were observed on any bwi equipment during the case. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were range - 2mm, time - 3 sec and tag size - 2mm. No additional filter was used. The color option used prospectively was force.